Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that the pump battery was depleting quickly. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.